Event description:
It was reported that the patient experienced skin irritation while wearing the pod on the back of the right arm between 36 and 48 hours of wear. The patient developed redness, blistering, swelling, and numbness extending down the arm to the thumb at the infusion site. Concurrently, the patient experienced hyperglycemia, with blood glucose levels reaching 392 mg/dl. The patient removed the pod and applied a new one, at which time the swelling and redness were observed. On (B)(6) 2026, the patient presented to the emergency room due to numbness extending to the thumb and raised skin at the affected site. An x-ray and ultrasound were performed to rule out a blood clot; no underlying abnormalities were identified. The patient was diagnosed with skin irritation, no treatment was prescribed, and the patient was discharged the same day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.